Manufacturer narrative:
Correct data: h4: added device manufacture date sep 20, 2022. H6: corrected medical device problem code from 4012 physical resistance /sticking to 4044 difficult or delayed separation. H4: additional information: two ancillary detachment controllers were returned for investigation. The investigation of the returned web system found the implant detached from the delivery system, the distal section of the pusher kinked, the proximal connector kinked, and the heater coil windings stretched and damaged. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged heater coil windings and pusher. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil condition is consistent with the web implant getting caught in between the windings due to the implant tether increasing in diameter as it gets heated from the thermal activation of the detachment controller and exceeding the inner diameter of the heater coil, resulting in the web sticking to the pusher post-activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue / event as described could not be confirmed. Device has been implanted in patient.

Event description:
It was reported that device was successfully placed in the aneurysm. At initial detachment, proximal marker appears to have flicked away from microcatheter tip indicating detachment, however when pulling the delivery wire, the proximal marker of the web device pulled back indicating an unsuccessful detachment. Multiple attempts at detaching were also not successful with various repositioning of the microcatheter and another wdc device. Eventually with forward pressure on the microcatheter the delivery wire was pulled with a moderate amount of force and eventually came away from the proximal marker. As reported, the patient was in a stable condition.